Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent non-responsiveness of the ilet device¿s wake/sleep button approximately 10% of the time, which slowed device interaction but did not affect blood glucose control and did not generate alerts or alarms. Symptoms included no adverse clinical effects. Outcomes included no impact on health status, no medical intervention, and no hospitalization. Investigation included product support troubleshooting and user education. Investigation of this case revealed an intermittent user interface responsiveness issue associated with the device¿s wake/sleep button, with normal therapy delivery maintained and no alarm activity observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with intermittent mechanical or interface behavior without clinical impact.